Manufacturer narrative:
The device was not returned. Logfile analysis was performed and the system was confirmed to pass initial anatomical check. Servicing was performed at the customer site and it was noted that the system appeared to be outside of calibrated parameters. Field servicing was performed and the system was recalibrated to return to expected function. A possible root cause for the issue noted could be attributed to a loss of calibration of the system. A definitive root cause for the loss of calibration could not be determined,may be associated with maintenance or handling of the system.

Event description:
It was reported that after a dental implant procedure with the neocis guidance system (ngs) the user noted that the implant was not at the desired location and was placed outside of the patient's ridge. The user removed the implant and redrilled the osteotomy freehand. No permanent injury or additional medical intervention was reported as a result of this event.